Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
Same case as: 2134625-2009-06422 and 2134625-2009-06424. It was reported that post-coronary drug eluting stenting treatment procedure, stent thrombosis occurred. Prior to the index procedure, the pt presented with myocardial infarction (mi). Six days prior to the procedure the pt was started on ticopidine 200mg/day and aspirin 100mg/day. Angiography revealed a de novo, diffuse lesion in the severely calcified and tortuous (>90 degrees)proximal left circumflex (lcx) to the distal cx with timi 2 flow. The lesion was 50mm in length and the reference vessel was 3.5mm in diameter (minimum lumen diameter was 2.5mm). The lesion was pre-dilated with an unspecified balloon. After pre-dilatation, three taxus liberte stents (2.50x20mm, 2.5x24mm and 3.0x16mm) were implanted in overlapping positions and all deployed at 18 atms for 40secs. An unspecified balloon was used to post-dilate the stents and intravascular ultrasound (ivus) was also performed. Residual stenosis was shown to be 50% (timi flow 3) as the lesion was severely calcified and difficult to dilate the stents any further. The procedure was completed, and no complications were reported. Eight days post-procedure, the pt's blood pressure decreased during the hosp stay. Angiography revealed thrombotic occlusion at the distal portion of the taxus liberte 2.5x24mm stent. Intra-aortic balloon punp (iabp) was used. The occluded lesion was very "hard" so it was difficult to advance an aspiration catheter to the occlusion. Eventually, a quantum maverick 2.5x15mm balloon crossed the lesion, dilated the lesion and improved flow. The procedure was completed and the pt remained in the hosp for observation. Pt status is reported as "fine". No further complications have been reported.